Event description:
It was reported that during a gastric bypass, the min and max buttons would not activate the device. Another device was used to start and complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional; the hand control switch assembly worked as intended. Complaint information is trended on a regular basis to determine if further investigation is warranted.